Manufacturer narrative:
9/18/1998: h10 - additional information received from the health care provider indicates that cultures were performed on the pt, with staph aureus as the oganism identified. The pt was successfully treated with antibiotics, and the device remains implanted.

Event description:
Info received on annual device tracking report that device was "removed due to infection with methicillin resistant staphylococcus aureus." Follow-up letter will be sent to health care provider for details about explant date and follow-up treatment.